Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18068. The patient reported experiencing a shooting pain in her low back and down her right leg after hitting a pole as she exited a bus in (B)(6) 2013. The patient stated her physician informed her she had nerve damage. The patient turned off her scs system and has not charged her ipg since that time. The patient states that her ipg is unable to communicate with or charge her ipg. The sjm representative met with the patient and confirmed the issue. X-rays may be taken and the patient is to consult with her physician as the next course of action.